Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent fractured. The 50% stenosed target lesion was located in the right superficial femoral artery (sfa). A 7 x 120 x 130 eluvia self-expanding stent was implanted at the target lesion and post dilated with a 5 x 200 sterling balloon. After post dilation, the stent was observed to be fractured. There was no further action taken. There were no patient complications reported.